Event description:
It was reported that customer removed case from pump while on hold and cartridge slid out, after which customer could not get cartridge to stay in pump. There was no reported impact to the customer¿s blood glucose level. Customer replaced case on pump and successfully reinserted cartridge after guidance from technical support, issue was resolved, and no further action was required.